Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt lost stimulation. He reported that he last felt stimulation a few months ago, and the ipg battery was half full at that time. The pt stated that he last charged his ipg over a year ago. The pt's programmer allegedly displays a disable system error message. A new programmer was sent to the pt. No further info is available at this time.